Event description:
The customer observed (B)(6) results for one patient while using the b)(6) qualitative ii assay. The following results were provided: (B)(6). The customer indicated the patient had received a kidney transplant in 2002 and was (B)(6) in 2007. The patient has since rejected the organ and is undergoing dialysis since (B)(6) 2014. Due to having t. Drepanocytosis the patient receives blood transfusions. The customer provided information documenting the (B)(6) load of the specimen using the (B)(6) test: (B)(6)2014: 8.42 x 10*5 and (B)(6)2014: 1.53 x 10*6. The patient results using the roche quantitative (B)(6) method was (B)(6) when not diluted. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, subject matter expert (sme) input, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A review by the sme, indicated that the issue was likely generated due to an occult (B)(6) infection. Clinical sensitivity was evaluated, the reagent in question accurately evaluated seroconversion panels indicating performance has not been adversely affected. Testing of the returned patient samples (plasma and serum) were completed and did reproduce the issue the customer observed, (B)(6) results. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect hbsag qualitative ii assay, list number 02g22, lot 40437lf00 was identified.